Event description:
It was reported that a patient underwent a laparoscopic tubal ligation procedure because she desired sterilization on (B)(6) 2014 and topical skin adhesive was used to close sites. The patient also underwent a thermal ablation procedure. Chloraprep was used on the skin. Prior to closure, the skin was wiped with water, dried with a towel and then the topical skin adhesive was applied. The patient was discharged and later reported the umbilical incision port site opened by the next morning and the size was less than one inch. The patient was seen and additional topical skin adhesive was applied to the wound along with steri-strips.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.